Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high result(s) compared to another meter. The reporter claimed obtaining blood glucose readings of 336 mg/dl with the subject meter and 220 mg/dl with another meter (ot vita), within 30 minutes. This complaint is being reported because it does not meet lifescan's accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.